Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the port had been implanted for approximately one year. Patient had returned to the hospital to have device flushed; and it was at that time catheter was found broken. Information received on 5/23/07 reported catheter broke near port connection. Port was surgically removed and was not replaced with a new one. The patient had not reported complications.